Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis that was manifested by cloudy fluid. The breach in aseptic technique was described as "6 steps of hand washing not followed". The patient was hospitalized on the same day as the onset. The patient was treated with vancomycin injection (1 gram, intraperitoneal, duration and frequency not reported) and meropenem injection (intraperitoneal, once daily, duration and dose not reported) for peritonitis. Antibiotic treatment were stopped after 15 days. Seven days after the event onset, the patient was discharged from the hospital and was recovered from the event. Pd therapy was ongoing. It was reported that the patient was retrained for proper aseptic technique. No additional information is available.